Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship between pd therapy with the liberty cycler set and the patient¿s peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler set malfunction or product deficiency. The patient¿s pd fluid grew the organism staphylococcus epidermis which is a known bacterium that resides on human skin. Therefore, the patient¿s staphylococcus epidermis peritonitis was probably associated with touch contamination during pd therapy, as reported by the pd nurse.

Event description:
During follow-up for a separate event, it was reported a peritoneal dialysis (pd) patient was diagnosed with staphylococcus epidermis peritonitis on (B)(6) 2018. Treatment details are unknown; however, it was reported the patient did not require hospitalization. Per the pd nurse, the patient recovered from the event and continued pd therapy. The pdrn stated the peritonitis was caused by touch contamination.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.